Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, it was reported that the valve was deployed in a 50/50 position, and there was no evidence of overhanging calcium. The patient also has a preserved ejection fraction, and there is no evidence of low pressure post valve deployment. Other potential contributing factors include leaflet impingement in the calcified native valve or impingement of the leaflet due to the guide wire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that, after successful transfemoral deployment of the 23mm sapien valve the leaflet on the non-coronary cusp side appeared to be frozen. The pigtail catheter was pulled back and a contrast inject was done to try and free the leaflet, without success. The leaflet began to function after about ten minutes; however, there was significant central regurgitation noted. The surgical team elected to place a second sapien valve, which corrected the central regurgitation. Reportedly the patient tolerated the procedure well and was transfer to recovery in stable condition.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.